Manufacturer narrative:
No additional information is available. If additional information becomes available, this report will be updated at that time.

Event description:
Boston scientific received information that noise was observed on the right atrial (ra) lead during isometrics. The noise was oversensed, but there was no pacing inhibition. The root cause for the noise remains unknown. This ra lead was surgically abandoned and replaced. No additional adverse patient effects were reported.